Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient saw an out of regulation (oor) code on the programmer for one of their inss. An health care provider (hcp) connected with the ins via clinician programmer and checked the parameters which were normal. Afterwards, the patient could connect normally, but the next morning the problem was still persistent. In addition, the patient felt a loss of efficacy and had a return of symptoms on one side of the body. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was invited to go back to the neurologist to verify impedances, therapy configuration, and settings to investigate the oor. The cause was not determined at the time of this report. Impedance check found that all impedances were within range with monopolar pairs in a range of 733 to 921 ohms and bipolar pairs in a range between 1043 and 1390 ohms. Impedance check was done at 0.7 v. The patient was programmed on c+/0- at 2.8 v, 130 hz, and 60 usec pw and group impedance was 738 ohms. The battery level was 2.90 v. No further complications were reported related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the oor message was not cleared. It was reported that they have no return of symptoms, however they can experience headaches.

Event description:
Additional information was received. The rep forwarded troubleshooting instructions to the physician. Resolution was not known at the time of this secondary report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.